Event description:
End-user called for help with error message with their device. Troubleshooting by phone revealed a continuous error message. The meter was replaced and the defective one returned for investigation.